Event description:
The facility representative reported ¿infuses too fast¿ during patient use. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the device has been received for evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Manufacturer narrative:
Evaluation results: the reported condition of the overinfusion was not duplicated or confirmed. The device passed all visual and functional tests prior to customer return.